Manufacturer narrative:
The complaint investigation for falsely decreased potassium results generated on the architect c16000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer reported bubbles in the aero c8k 1ml syr, list number 09d41-02, and was instructed to replace the part, which resolved the issue. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased potassium (k) results for two patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range for k is 3.5-5.3 mmol/l): sample 1 initial k result was 2.3, repeat was 3.7 mmol/l. Sample 2 initial k result was 2.5, repeat was 4.0 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample 1 and sample 2. All available patient information was included. Additional patient details are not available. Initial reporter - phone complete entry = (B)(6).